Event description:
During endoscopic vein harvesting for coronary artery bypass graft using maquet vasoview hemopro2 for cauterization of vein branches, tip of device took extended time to cauterize and also produced a lot of smoke. Tip of device also pierced through protective coating of the device.